Event description:
Pt (patient) in electrophysiology lab for laao (left atrial appendage occlusion) device. Pt was given minimal sedation during case including 1.5mg versed, 75 mg fentanyl and 6 mg etomidate. Pt vss (vital signs stable) stayed within normal limits during procedure entirety and patient was responsive to painful stimuli. No hypotension or arrhythmias noted during procedure. Post procedure in lab, pt not responsive and given reversal agents of 0.4 narcan and 0.2 flumexinil. Pt still unresponsive and given second round of reversals per dr. (B)(6) at bedside. Pt remained unresponsive and code stroke called with dr. (B)(6) at bedside. Pt taken to CT scan after further evaluation. Patient noted to have grand mal seizure upon arrival to ICU. Secondary scans noted cranial air emboli. Unable to determine if air emboli related to procedure event or secondary to other origin. Air emboli known risk of procedural complication. 10 days after event, baptist received a letter from boston scientific regarding increase in risk of airemboli with watchman procedure patients in which conscious sedation is used versus general anesthesia. Sending this in as informational.